Event description:
Caller reported symptoms of hypoglycemia, ate 3 grapes, then aviva blood glucose results of 401 mg/dl, 167 mg/dl, and 170 mg/dl within 10 minutes. Customer still had symptoms of hypoglycemia, ate 3 more grapes, was better. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.